Event description:
It was reported that the homechoice cassette leaked from an unspecified location. The leak was further described as, ¿found the patient folded wings with one hand and turned them to the right, but it kept spinning without stopping and resulted external fluid leak¿. This occurred during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.